Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system some panels on tier a do no not have identification result but has sensitivity result. The following information was provided by the initial reporter: some panels on tier a do not have an identification result but has a sensitivity result. Hazard, injury or erroneous results details: none.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system some panels on tier a do no not have identification result but has sensitivity result. The following information was provided by the initial reporter: some panels on tier a do not have an identification result but has a sensitivity result. Hazard, injury or erroneous results details none

Manufacturer narrative:
Investigation summary: a failure for no results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer called to report no identification results on some panels on tier a. A field service engineer (fse) was dispatched to troubleshoot the instrument. The fse cleaned the air filter, performed instrument qualification, checked normalizers, checked lightsource values and performed an adjustment, performed nephelomter calibration and returned the instrument to the customer in working order. The fse determined that the blue led value on tier a was low in addition the nephelometer was not calibrated. The root cause of the failure is unknown. This is a confirmed failure of bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case #'s (B)(4) related to this failure mode. Complaints for results did breach an alert level trend in the month of july 2023 (the most recent trending data available). An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Trending for august 2023 was not available at the time of complaint closure. Quality will continue to monitor the results complaints for phoenix m50 instruments.